Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and the lens was observed cut from the lens edge across the optic. The condition observed in the lens and the way in which the cut is formed is consistent with a lens that has been cut due to ¿iol removal or explant¿ process. No damage was observed on the lens haptics. The reported issue could not be verified on the returned lens sample. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports. The units were released according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor inserted a pcb00 intraocular lens and stated the lens seemed to be sitting funny in the bag and the doctor thought that the capsule broke. Customer was unsure if the event was due to patient anatomy or due to the product. The physician removed the amo lens, performed vitrectomy and replaced the lens with a non amo lens during the same procedure. There was no incision enlargement and no sutures done. It was confirmed that the patient was fine post-op.